Event description:
It was reported that a malfunction code malf 16 occurred on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating that there was no adverse impact. Technical support provided pump reset information, assisted with resetting the pump, but the issue recurred. The customer will use multiple daily injections (mdi) as a backup therapy.